Event description:
The family reports that they found the patient on the floor after a fall. The patient denied losing consciousness but was unable to get off the floor. The family called 911 and the patient was taken to the hospital. Upon arrival the patient was complaining of bilateral hip pain. The patient denied hitting her head to hospital staff. The patient says the incident occurred while she was using her walker and it "got away from her" and caused her to fall. She says she fell on her right hip but that her pain is focused in the left hip. An x-ray showed a displaced left subcapitol femoral neck fracture. The patient had a left hip hemiarthroplasty on (B)(6) 2024 and was discharged to a skilled nursing facility on (B)(6) 2024. The patient had a left hip x-ray and a pelvis CT scan done on (B)(6) 2024.